Event description:
The following article was received based on a literature review: literature title a case series and systematic review: results of surgical management of glaucoma drainage device tube exposure. A case series was done to perform a systematic review to analyze results of various surgical techniques on patients who underwent surgical repair for glaucoma drainage device (gdd) tube exposure. A total of 9 patients were included in the study and 7 out of 9 patients were implanted with the baerveldt glaucoma implant. It was reported that all patients implanted with the baerveldt glaucoma implant experienced tube exposure (n=7 eyes). In case 1, the patient experienced three instances of tube exposure, the first of which was repaired using a corneoscleral patch graft with a primary conjunctival closure technique. Nine days later, a second tube exposure occurred, which was repaired using a corneoscleral patch graft with a buccal mucosal graft. The patient later presented with a third exposure along with eye discharge and discharge inside the lumen of the tube. The shunt was subsequently removed along with a subconjunctival antibiotic injection. A copy of the article is provided with this report. Citation: nutnicha neti, m.d., theerajate phongsuphan, m.d., ngamkae ruangvaravate, m.d., pinnita prabhasawat, m.d., darin sakiyalak, m.d., naris kitnarong, m.d., anuwat jiravarnsirikul, m.d., sakaorat petchyim, m.d., a case series and systematic review: results of surgical management of glaucoma drainage device tube exposure, (2024), siriraj medical journal; 12 & volume: 76.

Manufacturer narrative:
Section a2: age/date of birth (years): average age is 61 years. Section a3: sex/gender: (male: female): 51 % male and 49 % female. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 26 sept 2024. Section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section h3: the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.